Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 3006705815-2021-00024, 1627487-2021-00087. It was reported that the patient had ineffective therapy which could not be resolved through reprogramming. X-rays were taken for troubleshooting but did not reveal any abnormality. In turn, the patient underwent surgical intervention wherein the scs system was explanted. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.